Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that during a 3d run on the allura system it appeared that the images were transferred to the extra vision workstation but it did not reconstruct. It appeared that the name of the patient was not visible on the extra vision workstation. A philips field service engineer rebooted the extra vision workstation. After the reboot the patient was visible again on the extra vision workstation. The images were reconstructed and look good. As a result of trying to resolve the issue the brain coil was stretched when the catheter was put down. The user called a senior consultant and the procedure had to be abandoned.

Manufacturer narrative:
The customer has confirmed that there was a power failure at the hospital which caused the patient database to be corrupted. The system gave an error message and this was not noticed by the customer. The procedure can be finished without using the xtravision. Most probably the customer did not execute the daily checks as described in the instructions for use, if this would have been done they would have noticed the error message and be able to reschedule to a different system. The decision the customer took to stop the procedure is the customer¿s responsibility. Based on a complaint search done in trackwise on the (B)(6) 2017 we have found no similar complaints. Because of this the philips will not do a further action as we regard this to be a non structural issue.